Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set leaked; further described as "was loose when locking the mini-cap, and after a few hours, it was found that povidone leaked around the connection". This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing including leak testing, clear passage testing, and clamp function testing were performed and a leak was noted. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.